Event description:
The customer called to report that she was hospitalized for high blood glucose levels between 400 and 500 mg/dl. The customer changed the infusion set two days prior to being hospitalized, and stated that the cannula was bent when removed. The customer also stated that she had been getting bent cannulas and no delivery alarms during the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test without getting the no delivery alarm. The tubing clamp was not available for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.